Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardiac monitored exhibited a false pause episode when the device lost all sensing activity. The device had a subsequent true pause episode and the implantable cardiac monitor was explanted and the patient was upgraded to a pacemaker. Patient was stable.